Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device will not be returned to the manufacturer. Therefore it will not be analyzed. Reserve sample from the same lot was evaluated. Testing was performed under standardized conditions and the sample tested showed that the setting time was too long. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Root cause was unable to be determined at this time; further investigation has been initiated to address reported issue. According to the available data, a non-conformity has been detected. A field action was initiated related to this event, in order to recall all affected products. No affected products were delivered to the USA. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that the cement took eight minutes longer to harden than expected. A delay of 16-30 minutes occurred as a result. No further information has been made available.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Reserve sample from the same lot was evaluated and the reported event was confirmed. Testing was performed under standardized conditions and the sample tested showed the setting time was too long. Device history record ( DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined at this time; further investigation has been initiated to address reported issue. According to the available data, a non-conformity has been detected. Related to the issue, a field action was initiated, in order to recall all affected products, which is not affecting american products. To date no adverse health outcome has been reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
(B)(4). No product has been returned and the batch number was not communicated, by consequence no product evaluation of the product or of a sample of the same batch has been performed. However, the issue is related to a polymerization time longer as usual involving an optipac refobacin revision. Optipac refobacin revision products belong to the scope of the field action which was initiated, in order to recall all optipac refobacin revision that may show an increased polymerization time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
(B)(4). Report source- foreign. The event occurred in the (B)(4). The product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the cement took eight minutes longer to harden than expected. A delay of 16-30 minutes occurred as a result. No further information has been made available.